Manufacturer narrative:
The event of lymphoma-alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Patient's friend reported they were diagnosed with bia-alcl. The patient had no symptoms. The device was removed and replaced. The affected side has not been specified. Pathological markers have not been provided.

Event description:
The manufacturer of the device is unknown.